Event description:
The facility reports 14 patients with inflammation 24 to 48 hours following surgery. The cause of the events is not known. They are not blaming product, they are investigating products used in surgery over the past six months. It was reported the patients' symptoms were resolving after being treated with topical steroid therapy. Additional information including patient identification and outcome was requested.

Manufacturer narrative:
The product associated with this report has not been received for evaluation. The product lot numbers used on these patients were not identified. The user facility returned samples of product from their shelf. These samples were tested for endotoxin levels and they were verified to have met release criteria. There are no similar reports for the lots returned for evaluation.